Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's boyfriend reported via phone call of high blood glucose readings and hospitalization from the insulin pump. The customer's blood glucose reading was 700 mg/dl. The boyfriend stated that he called ems and they took his girlfriend to the hospital. The customer was treated for high blood glucose readings with insulin drip. The customer did not have the pump in hand to troubleshoot. The customer was advised to call back.